Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performs pd therapy with a homechoice (hc) device experienced a hernia coincident with pd therapy. In the year prior to this report, prior to starting pd therapy, the pt was diagnosed with a hernia (location unknown). The pt underwent surgical repair of the hernia. Subsequently, after starting pd therapy, the pt experienced a second hernia ¿in the same location as the prior hernia¿ (location and date of diagnosis not specified). The type of hernia was unknown. The pt was hospitalized for one day to undergo surgical repair for the hernia . It was unknown whether the hernia worsened with pd therapy. The pt did not experience any overfills, iipv events (increased intraperitoneal volume) or high drain alarms. At the time of this report, pd therapy was ongoing and the pt was recovered from the hernia event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A devce history record review, and event history log review, and a service history review will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted.